Event description:
The pt used the suspect device to check their blood glucose. The pt obtained a result of 119mg/dl in the morning. The pt felt bad physically and continued to test, getting results in the 4 to 500 range (427, 503, 224, 113, hi, and 489mg/dl). After receiving the 489mg/dl result, pt went to the ER. The ER tested pt on their own meter, which read 210mg/dl. Pt said pt was then treated with an IV and possibly insulin. The hospital also ran a lab glucose which was 150mg/dl. Pt used a glucose control solution on the test strips in use and the control was in range, l1 control = 62 (50-80). The suspect device was replaced and authorized for return to the manufacturer for eval.